Manufacturer narrative:
A ge service representative performed an on site investigation. The cover and metal bracket were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the hospital x-ray technician pinched his finger on the 9800 system cover. No patient injury was reported.